Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: removal of dislodged stent. Device issue: stent dislodgement. It was reported that the procedure was to treat a calcified lesion in the distal cx while using the whisper guide wire, a small perforation occurred in the arterial wall. An attempt was made to treat the perforation with the graftmaster however, it wouldn't cross and the stent became dislodged in the right femoral artery. A balloon was used to retrieve the stent. Although there was some delay of procedure, there was no additional adverse effects. The perforation was treated successfully with two vision stents. The pt was released within a few days. No additional event or pt info is available.